Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1536, awareness date 16-oct-2015). It refers to an adult female consumer who had essure (fallopian tube occlusion insert) in 2011 after her last child was born. Before him she had an ectopic pregnancy that burst and she almost bled to death with no signs of having an ectopic pregnancy. With that ectopic pregnancy she also lost one of her fallopian tubes. Her doctor recommended essure to her. She was scared of another ectopic pregnancy and dying leaving her two children motherless. So at (B)(6), she got the essure procedure done. The first thing she noticed was the bleeding, she bled a lot and for weeks. The pain was horrible. After 6 months to a year, her health started going down hill fast, she was constantly sick. Long periods to where she felt like she was bleeding out, she ended up going to the doctor who told her she was anemic from blood loss. Then her periods just stopped. She almost went a full year without a period, just a couple weeks short of a year. Her hair was falling out and her scalp developed horrible dandruff. The doctors said she had male pattern baldness. The prescription shampoos didn't help with the dandruff, nothing helped. She started getting so dizzy that she almost really hurt herself a few times. One time she got very dizzy while she was driving. She got so dizzy she almost went into the ditch. She couldn't see anything her whole world was spinning. There was nothing that signaled it, she would be fine one moment then completely dizzy and no balance or sense of direction the next. The bloating was horrible, every time she ate it didn't matter what she ate her stomach would bloat up until she looked 8 months pregnant. The pain was so bad that she didn't want to eat anymore. She had constant headaches, to the point where she was having to take tylenol and ibuprofen daily and most days multiple times a day, it was debilitating. She never had headaches before essure. One time when she went 2 months without a period she started getting pregnancy symptoms, she bought a home pregnancy test for her own piece of mind. It was positive, she made an appointment with the doctor and got blood work done about a week later. The nurse said it was mostly negative, a day later she started bleeding heavily and passing large clots. Her body could not fight any kind of illness, she had mono, the flu, many bacterial infections, and common colds. In (B)(6) 2015, she had a hysterectomy leaving only her ovaries, not a week later her dandruff was almost completely gone, the bloating was gone, her hair was growing back, she had zero dizziness, she was almost back to being a healthy person. She felt like she got her life back, no more pain and no more headaches. She lost her job, almost lost her son, her relationship crumbled, her self worth went into the negative to the point of wanting to end her life, she had to have a hysterectomy at the age of (B)(6). She almost lost her life due to that little coil. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted because she was scared of having another ectopic pregnancy. The pain was horrible, she bled a lot and for weeks (interpreted as genital bleeding), a day after performing a blood work that was negative for the suspicion of pregnancy, she had bleeding heavily and passing large clots (interpreted as genital bleeding). She also stated her body could not fight any kind of illness (interpreted as immunodeficiency). She went to the point of wanting to end her life (interpreted as suicidal ideation). Four years after insertion, she had a hysterectomy performed leaving only her ovaries. After the surgery, she was almost back to being a healthy person. These events are serious due to their medical importance. The episodes of genital bleeding and unspecified pain are listed while the immunodeficiency and suicidal ideation are unlisted in the reference safety information for essure. Considering the nature of these events and localized action of essure in the fallopian tubes, it is not possible to exclude a causal relationship between essure and genital bleedings and pain. However, it is unlikely that essure would cause immunodeficiency and suicidal ideation. This case is regarded as incident since device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result was received on 01-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted because she was scared of having another ectopic pregnancy. The pain was horrible, she bled a lot and for weeks (interpreted as genital bleeding), a day after performing a blood work that was negative for the suspicion of pregnancy, she had bleeding heavily and passing large clots (interpreted as genital bleeding). She also stated her body could not fight any kind of illness (interpreted as immunodeficiency). She went to the point of wanting to end her life (interpreted as suicidal ideation). Four years after insertion, she had a hysterectomy performed leaving only her ovaries. After the surgery, she was almost back to being a healthy person. These events are serious due to their medical importance. The episodes of genital bleeding and unspecified pain are listed while the immunodeficiency and suicidal ideation are unlisted in the reference safety information for essure. Considering the nature of these events and localized action of essure in the fallopian tubes, it is not possible to exclude a causal relationship between essure and genital bleedings and pain. However, it is unlikely that essure would cause immunodeficiency and suicidal ideation. This case is regarded as incident since device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.